Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating the patient may require revision surgery. The nuclear scan suggests the talus is loose, likely due to subsidence. Preparation should include addressing the tibia in case of intraoperative complications during polymer removal.